Event description:
Device 3 of 3. Ref MFR report # 1627487-2014-08361, 1627487-2014-08362. It was reported the pt was experiencing ineffective stimulation from her scs system. X-rays taken show no anomalies were identified. Additional info received identified the pt had surgery on (B)(6) 2014. During the surgery, the pt's physician implanted an additional scs ipg and lead for improved coverage. The pt is reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.